Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device estimation found the following issues: a) the cable was punctured, b) the connector was worn due to smashed connector tip, c) poor color image due to faulty cable, and d) the device failed leak test. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that the hd autoclavable camera head, image problem and worn paddle connector. Unspecified communication error and white screen, cleaning the connector didn't help. The issue was found during the procedure. The procedure was cysto phase of hysteroscopy. The procedure was delayed for 2 minutes. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to device evaluation results on the initial report: the device was returned to olympus for evaluation and the customer's allegation of "no image" was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus found that the device leaked due to puncture on the cable , thus it is likely that water entered from that part temporarily and also temporarily poor communication occurred and then the image was not displayed temporarily. Additionally, it is possible the phenomenon prolonged the procedure and/or anesthesia or sedation for the patient. However, the root cause of the events could not be determined. The event can be prevented by following the instructions for use which state: " never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.